Manufacturer narrative:
Additional info: during the procedure, the rashkind balloon ruptured/ leaked on the second inflation, there was a gradual drop in pressure. The device was removed from packaging as per the IFU. The device was inspected without any issues. Negative prep was performed without any issue. Patient was less than 1 month old at the time of the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient was less than (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, the rashkind balloon ruptured. No injury reported. The product was replaced with another one.

Manufacturer narrative:
Additional information: the catheter was put in the left atrium and pulled back with 1.5ml. The catheter was pulled with too much force and ruptured. Static bas was then performed. It was stated that due to very hard septal the balloon was pulled out in such a wide area that the balloon disappeared from the fluoroscopic screen, which seemed to be the cause of the event. It was stated that there was a maximum expansion capacity of 2 ml. The procedure took place 0 days after patient birth. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: received for analysis was one item number 008764 rashkind balloon catheter with original carton but no pouch or other packaging components. The item and lot number on the returned carton matches the information provided on the complaint. The rashkind balloon catheter was engaged with two syringes, one nipro 6ml syringe filled with blood likely used during the procedure the back end of the piston is between 2-3ml. The other one is a 2.5ml likely the one included with the rashkind. The piston is fully pushed to the end. The rashkind balloon catheter was received with the balloon detached or torn from the proximal seal, no damage to the distal seal was noted. There is evidence of adhesive on the balloon to indicate the latex balloon was glued down prior to balloon tie as required. Cutting away the balloon tie reveals no part of the balloon remaining underneath the proximal balloon tie. Balloon appears to have been pulled out from under the balloon tie area and did not rupture. If information is provided in the future, a supplemental report will be issued.